Event description:
Add'l info rec'd from MFR 9/29/04: american medical systems received info from hosp on august 2004, regarding the inflatable penile prosthesis surgery. This info indicated two devices were present, but not used because the first prosthesis had a hole in the cylinder and the second prosthesis at this surgery was opened by mistake. This info was reviewed and determined not to be a reportable event. This event has been assigned reference #93812 in MFR's complaint data base. Two inflatable penile prosthesis devices were returned. The device that was reported to have been opened by mistake was discarded without analysis performed. The results of analysis for the device which was reported to have had a hole in one cylinder is as follows. Both cylinders were visually inspected and functionally tested. One cylinder was rated or damage due to a pinhole size leak in the cylinder which appeared to be the result of a sharp instrument. The other cylinder was rated satisfactory, no leaks were found and the cylinder performed within specifications. The pump was visually inspected and functionally tested. The pump was rated satisfactory, no leaks were found and the pump performed within specifications.

Event description:
Patient was to have surgically implanted penile prosthesis. Once the incisions were made the first implant was inserted per medical doctor. When the device was filled with water, fluid was noted to be escaping from the device. Once removed a small hole was noted. A second device was opened and inserted. When filled with fluid this device also leaked. The surgeon removed the device and found a similar hole in the same location on the prosthesis. Per or director conversation with surgeon it was stated that the patient may have had a piece of bone in the operative area.